Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence it was reported that they patient gauze was soaked in blood and that have hurt herself in the car because when she got out it was already soaked and that they are worried about infection. No further complications were noted or anticipated.